Manufacturer narrative:
Manufacturer¿s analysis confirmed the customer comment that the stylus touch-pen of the device did not align with the cursor on the display screen of the device. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus touch-pen was off by four inches from the cursor on the display screen of the programmer, which accounted for the inability to download new software; using a different stylus did not resolve the issue. The programmer has been returned for repair. There was no patient involvement.